Event description:
A healthcare professional reported that an ophthalmic console exhibited with issues with main light module. Light is better with same probe with auxiliary module. Additional information has been requested. Additional information received indicated that surgery was competed with no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The illuminator module was received, and a visual assessment of the returned sample revealed no obvious nonconformity. The sample testing of the returned illuminator module was performed. The reported event was not replicated and there was no problem found. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming illuminator module was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming illuminator module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).